Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
Information received by medtronic indicated that the insulin pump received a new battery cap but the screen had gone blank again. The customer reported that 2 months ago insulin pump turned off without any alarms. The customer reported that insulin pump received unexpected battery power loss and they were able to clear the alarm. No harm requiring medical intervention was reported. The device will not be returned for analysis.